Event description:
It was reported that 2 pen ndl 32g 4mm hp needles were unable to deliver insulin or medicine. The following information was provided by the initial reporter : the consumer reported that when removing the inner needle shield prior to injection the patient end was missing and on another occasion no insulin flowed when taking the injection with 2 pen needles. Date of event : 2021-05-26, (needle missing). Samples: yes.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. CAPA/sa - based on the above, no additional investigation and no CAPA/sa is required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 pen ndl 32g 4mm hp needles were unable to deliver insulin or medicine. The following information was provided by the initial reporter : the consumer reported that when removing the inner needle shield prior to injection the patient end was missing and on another occasion no insulin flowed when taking the injection with 2 pen needles. Date of event : (B)(6) 2021, (needle missing) samples: yes.